Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having damage on the battery cap, cracked battery tube area and scratches on screen o battery cap received with insulin pump. Tested with a test battery cap and the insulin pump booted up properly. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, peeling/fading end cap address label, partially broken off belt clip rail, cracked reservoir tube lip and scratched case. Insulin pump was confirmed for partially broken off belt clip rail and minor scratches on lcd display window. No confirmation of battery cap anomaly since battery cap was not received with insulin pump. Insulin pump passed required testing.

Event description:
Information received by medtronic indicated that insulin pump had crack on side of battery compartment side and scratches on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.